Event description:
When disconnecting primary IV tubing from a needless connector, the male end of IV tubing broke off, causing the IV to be open to air. This resulted in backflow of blood onto patient and linens. Manufacturer response for IV connection tubing, carisite small bore extension set (per site reporter): we have asked b braun to share results of their findings with us.